Event description:
There was an allegation of questionable elecsys ft4 IV results for 2 patient samples on a cobas e 801 analytical unit. Sample 1: the initial result was 0.989 ng/dl and the repeated result was 7.68 ng/dl. Sample 2: the initial result was 1.25 ng/dl and the repeated result was 7.77 ng/dl with a data flag. The results were not reported outside the laboratory.

Manufacturer narrative:
The reagent lot number is 79157201 with an expiration date of 30-apr-2025. The alarm trace showed abnormal low signals. The field service representative found a leakage from a defective pinch tube. The pinch tube was likely damaged during the installation, that had been performed on (B)(6) 2024 during preventative maintenance. He replaced the pinch tube and preventatively replaced the pinch valves. He performed reagent primes and checks without issues. A liquid flow clean was also performed. Control results were acceptable. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.